Event description:
During a laparoscopic procedure, the sleeve of a trocar was reported to have broken at the tip. No patient complications were reported. No additional information on the cases was provided.